Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancing holder cup was found broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient's wife contacted lifescan (lfs) to report that the lancet would not fully penetrate when he attempted to obtain a blood sample using his onetouch ultra soft lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue began approximately 3 weeks prior to contacting lfs. The reporter stated that the patient manages his diabetes by maintaining his diet. Despite the alleged issue with the lancing device, the reporter confirmed not making any changes to his usual routine. Around the same time (exact time/day unknown), after the alleged product issue occurred, his wife stated that the patient began developing symptoms. She said he was "shaky, pale color like he was going to pass out, dizzy and sweaty". Reportedly there was no treatment sought or given to address these symptoms. At the time of troubleshooting, the cca noted that the patient's wife stated he was using the subject lancing device for approximately over 2 years and that the patient denied any misuse to the product. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged lancing device issue began.